Event description:
It was reported that the md had occlusion difficulties throughout the procedure with the endoclamp aortic catheter. The aorta was normal within the 3.0cm limit. They kept adding volume during the case. The field was never dry. The md was unsure about the total volume added into the endoclamp by his staff. After the case he tested the balloon for leaks and concluded that the balloon maintained it's integrity and had a drastic change in morphology compared to the initial balloon check. It was kidney shaped and very distorted. The device was discarded by the hospital and there for is unavailable for investigation. It was reported there was no patient injury due to this incident.

Manufacturer narrative:
Device was discarded by the hospital. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initriated for this event. This information will continue to be included in trending and future CAPA determinations.